Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the upper abdomen using a cooladvantage coolcore applicator, to the lower abdomen using a cooladvantage+ coolcore applicator and to the bilateral flanks using a cooladvantage coolcurve applicator. There was reportedly overlap from the applicators used on the upper/lower abdomen to the mid abdomen during treatment. The patient developed paradoxical hyperplasia (pah/ph) of the mid abdomen about 2 months after treatment, diagnosed on (B)(6) 2018. Tissue described as thick, firm, dense, hard tissue in mid abdomen only.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to the upper abdomen using a cooladvantage coolcore applicator, to the lower abdomen using a cooladvantage+ coolcore applicator and to the bilateral flanks using a cooladvantage coolcurve applicator. There was reportedly overlap from the applicators used on the upper/lower abdomen to the mid abdomen during treatment. The patient developed paradoxical hyperplasia (pah/ph) of the mid abdomen about 2 months after treatment, diagnosed on (B)(6) 2018. Tissue described as thick, firm, dense, hard tissue in mid abdomen only.